Event description:
The report received from the affiliate indicated that during a neurovascular procedure, the physician noted contrast was leaking from the proximal end of the 45 cm accs cath extension tubing that connects to the pressure injector. The physician tightened the connection and the nylon tubing separated from the metal connector. The physician did not indicate that excessive force was used. The physician did not proceed and removed the tubing and used another product to complete the procedure successfully. There was no reported patient injury. No additional information was available.

Manufacturer narrative:
Please note that there is no PMA/510# or common device code for this catheter extension product (502100d). It is listed as pre-amendment. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15030032 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15030032. The operator's qualification records for the insert and retainer assembly operation, according to (B)(4) and the operator's qualification records for the retainer-insert assembly and tubing bonding operation, according to (B)(4) were reviewed. The operators that performed these operations were qualified on the appropriate manufacturing work instruction revisions at the time of the lot manufacturing.